Event description:
It is reported that a patient underwent initial left hip surgery and is subsequently experiencing pain for an unknown reason.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in the (B)(6). Concomitant medical products: cer bioloxd mod hd 38mm +6 nk, catalog #: 12-115134, lot #: 1620332; m2a 1 pc shell 38mmx54mm, catalog #: 15-105054, lot #: 311140. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2019-00839. The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It is reported that a patient underwent initial left hip surgery and is subsequently experiencing pain for an unknown reason